Manufacturer narrative:
No product return. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from (B) (4) sales representative. The device history record (DHR) review was completed and there was no nonconformance found related to this event. Requests were made via e-mail for the operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.

Event description:
Reportedly a 3000, 23mm valve was explanted after a 26 month implant duration due to endocarditis infection, strand is unknown. No additional information is available at this time. Received device tracking report on 03/03/2010, report indicates the patient expired on (B) (6) 2010, reason is not specified.